Manufacturer narrative:
It is unknown if the device is available for evaluation. Without the returned device a probable cause is unable to be determined. Concomitant medical products: 0.9% sod chl irr usp 3000 ml, ICU medical inc, ln 079720480 lot 10156jt.

Event description:
The event occurred on a unspecified date that involved an unknown device. The customer stated the patient was undergoing bladder irrigation and after taking the spike out of the bag to replace the new bag, the top of the spike was noticed to be missing. The bag and tubing was examined for the spike but they could not locate the spike or any fragments. The tubing was replaced immediately and urology was contacted who advised to continue with the continuous bladder irrigation (cbi). There was patient involvement and no report of harm.